Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly.

Event description:
The customer stated that the no delivery alarm was not functioning. Troubleshooting was performed, and the insulin pump did not pass the high pressure test.